Event description:
It was reported to the manufacturer, by the end user, per the end user, that bed was in lowest position and patient rolled out of the bed as the bed rails were not mounted on the frame. Patient has been using this frame with several pillows to keep patient in place. Patient had to call for help at 3 am and landed on the c-pap machine, arm was pinned under patient and now has abrasion on upper right arm. Complaint (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report. Information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.